Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module¿s backup battery connector was not confirmed, as the component was not included with the return of the unit (serial number: (B)(6)) at the service center. Provided information indicated that the damaged component had been thrown away by the customer. Multiple requests were made for the customer to fulfill the purchase order for the repair; however, no response was received. The unrepaired unit was labeled as ¿not for human use¿ and was returned to the customer. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate iii instructions for use and heartmate iii patient handbook address how to properly care for, maintain, and store all equipment for proper use, including the power module. The heartmate power module instructions for use instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was broken due to damaged power module connector to the backup battery.